Event description:
It was reported that metal filings were observed during a tfn, trochanteric fixation nail system, case. The patients bone was very blastic or rock hard, but very brittle as well. It was very difficult to drill his bone. The stepped bit was set to 105 and not only did it take a long time to drill through it, there were metal filings coming off as the drill bit was extracted for debris removal during the process. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis.(B)(4). Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
This is report 1 of 1 on complaint # (B)(4).